Event description:
Pt intubated. Endotracheal tube secured with an e-tad, an oral endo tracheal attachment device. 6 days later an ulceration to the upper lip was noted. 3 days later the ulceration was full thickness. Plastic surgery consult obtained and impression was that the full thickness ulceration was secondary to the e-tad.